Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2019. Concomitant medical product: biomet ebi bone healing system - catalog: #1068234 serial: #(B)(4). Therapy date: unknown. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was becoming sore from using the bone healing system (bhs) sflx 2-4 coil. The patient got the bhs for his left foot and was wearing the coil under his boot. The patient stated that when he removed the sflx 2-4 coil, it looked like there was a hole in his foot about 1 inch deep where the ankle meets the foot and another hole about the size of a dime on his big toe. The patient saw the doctor and was prescribed mupirocin ointment. The redness has since calmed down and the doctor wants the patient to switch to a different device for treatment. No additional patient consequences have been reported.

Event description:
It was reported that the patient was becoming sore from using the bone healing system (bhs) sflx 2-4 coil. The patient got the bhs for his left foot and was wearing the coil under his boot. The patient stated that when he removed the sflx 2-4 coil, it looked like there was a hole in his foot about 1 inch deep where the ankle meets the foot and another hole about the size of a dime on his big toe. The patient saw the doctor and was prescribed mupirocin ointment. The redness has since calmed down and the doctor wants the patient to switch to a different device for treatment. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added g4: date received by manufacturer added g7: type of report h2: follow up type h3: device evaluated by manufacturer updated to no h6: method code updated to 4114: device not returned h6: results code updated to 3221: no findings available h6: conclusions code updated to 4315: cause not established h10: additional narratives/data.